Event description:
It was reported that during follow-up, high threshold and impedance values had been observed on the left ventricular lead. X-ray imaging revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.